Event description:
As it was reported by the affiliate: the physician noted that there was fissure/crack on the hub of the stent system connection with the indeflator. Please note that multiple attempts to gather additional patient and procedural information have been made, and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.